Event description:
It was reported the ventricular lead is fractured. The egm shows noise with isometrics in both unipolar and bipolar. Undersensing was observed at 2.0 v in bipolar. There is suspected programming head movement. The device was programmed to address patient fatigue. Device still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.